Event description:
It has been reported to philips that the footswitch did not work. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency treatment at the time of the reported event. The procedure was completed as planned by using the wired footswitch. A philips field service engineer (fse) inspected the system on-site and identified that the light emitting diode (leds) on the wireless foot switch (wfs) were not working as intended. To resolve the issue, the fse replaced the wfs. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Testing revealed that the led for battery indicator was not working as intended. At the time of this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the system's instructions for use (IFU), the wired foot switch must always remain connected to the x-ray system and be available for clinical use. If image acquisition cannot be started using the wireless foot switch, the procedure can be continued with the wired foot switch. In this case, the procedure could be completed using the wired footswitch. This has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable.